Manufacturer narrative:
A technical eval of the product was not performed as the product was lost at the pt's house. A clinical eval of the x-rays of the case was not performed, as the x-rays have not been made available. The clinical eval, made by the external medical evaluator and based on the few info available on the case, evidenced as follows: "this was normal lengthening in a (B)(6) boy until the 40mm compression-distraction unit extended beyond the stop and came apart. In the picture provided, it can be clearly seen that the two components of the cd unit are still touching but no longer threaded into each other. A small amount of length will have been lost. The situation was saved by the early action of the doctor, who visited the house and replaced the unit with a longer one, to allow lengthening to continue. Because no time was lost before the replacement, very little time will have been lost in the treatment. A small amount of extra time was required to regain the lost length, and we are told that an add'l 4 days were required . I do not think that the pt suffered from a serious injury. The device replacement was required because it has reached the end of available lengthening. It was not a failure of the device, but a failure of the indication. The cd unit should have been replaced with a longer one before this." Based on the evidences deriving from the clinical eval, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the products on the market.

Event description:
The event description provided by the distributor stated as follows: "the pt had a compression-distraction unit placed in (B)(6) 2011. On (B)(6) 2011, the device reached full distraction and came apart. The doctor made house call within an hour of unit coming apart to replace the unit with a longer one (9 cm)." No adverse effects for the pt have been reported. (B)(4).